Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent, the pod's adhesive was wet with insulin and the infusion site was also itchy and swollen. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path found no evidence of the reported leak. No damages were observed that would contribute to the reported skin swelling, the cause of which could not be determined.